Event description:
It was reported that an asymptomatic patient presented device data via remote transmission with crosstalk oversensing. The device was reprogrammed. Patient is stable after the events. No further information is available at this time.